Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 200-400 mg/dl. The customer¿s current blood glucose was 364 mg/dl. The customer had symptoms such as dry mouth and feel floaty. The customer treated high blood glucose with blousing with the insulin pump. The drive support cap appeared normal. The customer stated that they had been through the scanners in the airport. The product was returned for analysis.